Event description:
According to the reporter, pre-operatively, the surgeon was going to perform a laparoscopic low anterior resection. The scrub nurse handed over the device to the surgeon upon opening the package. However, they found out that the tip of the black shaft was broken. No patient involved in this event.

Manufacturer narrative:
Additional info: correction: evaluation summary: post market vigilance (pmv) led an evaluation of one device. No abnormalities were found during visual inspection and functional testing of the returned product. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.